Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/18/2016 with the following findings: review of the black box revealed unexplained power on reset events. The battery compartment and returned battery cap was noted to be intact and without damage. The battery cap fit securely to the pump and then unscrewed ½ turn with no reboots occurring. Ez-prime steps were successfully performed. The pump was exercised for 24 hours without any power failure or interruption. Investigation did not duplicate the complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.